Manufacturer narrative:
Further information regarding this event has been requested. The results / method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
In 2017, an unknown trifecta valve was implanted. On (B)(6) 2019, a leak was noted. The doctor believed this was caused by a leaflet tear as the patient had been fine the previous day. The trifecta was explanted. The patient is reported to be unstable. Additional information has been requested.

Manufacturer narrative:
An event of leakage and a possible leaflet tear was reported. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.